Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior assessed as unidentified (tear) opening and a missing shell assessed as inconclusive.

Event description:
Physician reported " implant rupture and capsular contracture - baker grade ii". Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported " implant rupture and capsular contracture - baker grade ii". Device has been explanted. This relates to the right side.